Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation sensations when the scs system is turned on. X-rays were taken, but were inconclusive. A company representative met with the patient and diagnostic testing confirmed high impedance values on multiple lead contacts. As a result, patient¿s scs system was explanted on (B)(6) 2018.